Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the insertable cardiac monitor (icm) exhibited r-wave undersensing , far p-wave oversensing, and post-sensed t-wave oversensing (pstwos). Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.